Event description:
Reportedly, when an attempt was made to monitor a pt with an unspecified but critical cardiac arrhythmia, the monitor attached to the device displayed the pt ECG as a flatline trace in paddles lead. The pt spontaneously converted to a perfusing rhythm. The device and attached monitor were removed from use for eval by the local factory svc rep.